Event description:
It was reported that after a dexcom g6 sensor warmup completed, the user received glucose readings on the dexcom app but not on the ilet, and was advised to wait approximately 15 minutes for readings to populate, with additional education provided regarding travel preparation. Investigation included customer support troubleshooting. Further investigation of this case revealed that the device behavior was consistent with expected post-warmup communication timing and that no malfunction was identified. No clinical symptoms and no adverse events reported as no changes in blood glucose. Outcomes included no clinical impact, no medical intervention, and no device alarms. It was concluded that the device functioned as intended and no device-related injury occurred.